Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit.

Event description:
It was reported that the device could not complete remote transmissions. The asymptomatic patient was brought into the clinic and the device was unable to be interrogated. The device was explanted and replaced. The patient was stable before, during and after the procedure.